Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were loose and falling off the cystic duct. A different device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.